Event description:
It was reported that during an unk procedure, the device was not coagulating correctly. Customer converted to clips to complete the case. No pt consequences. Add'l info has been requested regarding the coagulation issue and pt info and condition.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.